Event description:
It was reported that during pre-surgery, it was discovered the hose of the motor device was leaking. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.